Event description:
The facility representative reported an infuso.r. Pump with a condition of "see's physical damage, spring has broken on the clip." It is unknown when the event occurred; however, it was identified in the "operating room" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "sees physical damage; spring has broken on the clip" was not confirmed during device evaluation. The cause of the problem was not identified and the device was returned unrepaired. A device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the 'data card has been discarded per retention period documented on 20j." A service history review revealed that this device has not been serviced prior to this event.